Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As we received no sample, an examination was not possible. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. (B)(4).

Event description:
(B)(4). Pump-flow rate-fast.